Event description:
Info received indicates the brake is not holding. The caster will lock into brake but continues to swivel from side to side.

Manufacturer narrative:
The tech replaced one brake casters, four caster supports and two main bearing to repair the bed.